Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient developed abdominal pain and cloudy effluent one day prior to being diagnosed with peritonitis. The patient was treated with ceftazidime and cefamezin (doses, routes, frequencies, and durations not reported) for the peritonitis. At the time of this report, the antibiotic treatment was ongoing and the patient was recovering from the event. Extraneal and physioneal therapies were ongoing. Additional information is not available at this time.